Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to subjective visual disturbances, which persisted for 2 months. It was replaced with a non johnson and johnson iol of +21.0 diopter. There was no incision enlargement, no vitrectomy, no sutures done. Patient fully recovered. No other information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned for evaluation. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records review was performed, and no nonconformity report was found as part of this manufacturing records review. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: feb. 28, 2023. Section h3. Device evaluated manufacturer? Yes. Device evaluation: the iol was cut in half and had a scratch. No further issues were identified. The complaint issues; visual disturbance and explant were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.